Event description:
During the surgical procedure the scissors being used broke at the screw. All pieces were recovered. There was no negative effect on the patient. The procedure was completed with out difficulty. No x-ray was needed as per surgeon.